Event description:
The customer experienced intermittent issues with qc for n-terminal pro b-type natriuretic peptide (probnp) since february and performed a patient correlation. Of the data provided for three patient samples, only the results for one patent sample tested on (B)(6) 2014 were discrepant. The initial result was 41.88 pg/ml and was reported outside the laboratory as 42 pg/ml. The repeat result on another analyzer was 263.2 pg/ml and the repeat result on the original analyzer was 278.3 pg/ml. The repeat result of 263.2 pg/ml was believed to be correct and was called to the doctor. There was no adverse event. The probnp reagent lot number was 17321003 with an expiration date of 11/30/2014. The field service representative could not find a cause. He evaluated the instrument by performing an imprecision check which all passed. The customer calibrated and ran qc with all results passing per specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. A preanalytical issue was suspected as the customer was not following the tube manufacturer's recommendation for centrifugation time and the sample was hemolyzed. A general instrument issue could not be excluded based on the provided data and the fact that the qc had been very unstable.